Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Hcp said when the patient attempted to turn stimulation off prior to an MRI, they saw a power on reset (por) message on their patient programmer (pp). No patient symptoms and no further complications have been reported as a result of this event.